Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Event description:
It was reported that post implant, the pulse generator exhibited backup vvi operation. After a device software download, normal function resumed. The patients condition was good.